Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview 7 bisector was not working, had no power. The cord was changed, but it still would not work. Another unit was used to complete the procedure. The kits were used at a setting of 30. There were no pt effects. The product was discarded.

Manufacturer narrative:
Method code: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).